Event description:
It was reported that a pump displayed system error 322. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. The reported symptom was confirmed and reproduced. The unit was rec'd per the reported symptom of "system error 322". The evaluation experienced system error 322 during the evaluation. Physical inspection found that the upper and lower latch switch bracket screws were loose, allowing the upper and lower latch switch to move in and out from the upper and lower door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the ec 322. System error 322 will occur when the pump transitions from the door open state to the door close/set loaded state and the lower link switch does not activate. The upper and lower auxiliary components were replaced as they are known to contribute to the system error 322.